Event description:
It was reported via repair work order that the bed lift was stuck at mid height due to a faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported via repair work order that the bed lift was stuck at mid height due to a faulty wiring harness. Follow-up submitted as it was also determined the lift being stuck was due to a base extension cable malfunction.

Event description:
It was reported via repair work order that the bed lift was stuck at mid height due to a faulty wiring harness and base extension cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.